Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspections were performed on the returned device. The reported stent dislodgement was confirmed. Additionally, no visible crimp marks were noted on the tightly folded balloon. It was reported that the procedure was performed to treat a lesion in the mid femoral artery. It should be noted that per rx herculink elite renal stent system instructions for use (IFU), the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty of a de novo or restenotic atherosclerotic lesion, located within 10 mm of the renal ostium. This violation of the IFU does not appear to have contributed to the stent dislodgment as the device did not enter the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the stent dislodgement and missing crimp marks appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number: (B)(4). It was reported that the procedure was performed to treat a lesion in the mid femoral artery. As this event occurred in germany, the device is indicated for use in protected peripheral arteries; therefore, this is not off-label use.

Manufacturer narrative:
(B)(4). Correction: conclusion code 18 was removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid femoral artery. Resistance was met during the insertion of the 7.0x18mm herculink elite rx stent delivery system (sds) into the hemostatic valve. The stent got stuck in the hemostatic valve and dislodged from the sds. The stent was removed with the y-connector. A new hemostatic valve and herculink sds were used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.